Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the hydro drain interface hose to the waste sump which resolved the leaking problem.

Event description:
A customer contacted beckman coulter inc (bci) stating that the synchron cx9 alx clinical system had a hydro leak from an unknown source. No injury was reported.